Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Patient was informed that the device showed less than three months remaining longevity. Analysis showed that there was no low voltage fault, however, the battery rundown curve was consistent with devices that will declare this fault. There are no other suspicious faults or resets stored within device memory. The voltage is currently 2.911 volts; therapy delivery was unaffected. The device was malfunctioning. The device was explanted. No additional adverse patient effects were reported.